Manufacturer narrative:
On 31-mar-2020, the investigation on the suspected medical device was re-opened and updated. Investigation summary : the sample was visually inspected and bubbles were discovered without compromising the shell integrity, measuring approximately 0.5 cm to 1 cm. During medical procedures, applying excessive force during implantation or explantation might cause bubbles. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the suspected medical device was returned for evaluation. On (B)(6) 2020, the investigation on the suspected medical device was completed. Mentor received additional information regarding the revision surgery, the replacement devices, and the condition of the suspected medical device. The patient underwent bilateral removal and replacement with two 700cc mentor memorygel breast implant prosthesis (catalog #: 3507004bc, right serial #: (B)(4) left serial #: (B)(4). Upon explantation, two bubbles were observed in the patient¿s left breast implant. Air bubbles are a cosmetic issue, and they were not the primary reason for explantation. The potential that this could cause or contribute to a death/serious injury or other significant adverse event is remote. Investigation summary: the device was visually inspected and no apparent damage was found. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the an investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: paresthesia. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a revision breast augmentation with two 700cc mentor memorygel breast implant prostheses and experienced postoperative right-sided rupture and paresthesia bilaterally. The patient noticed a lump in her right breast, and mammogram and ultrasound performed on (B)(6) 2020 indicated the right-sided rupture. In addition, the patient stated that she feels warm sensation that comes and goes, and her left breast feels different (unspecified). As a result, the patient had the implants explanted on (B)(6) 2020. This report is for the left prosthesis.